Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion access was gained and the guide wire was inserted successfully, but the sheath could not be inserted. A new kit was utilized and the sheath was able to be inserted. The indication for use was coronary heart disease. There was no reported injury to the patient.

Manufacturer narrative:
The linear catheter kit was returned with the iab product unused intact and sealed inside the tray and user carton. The insertion kit was returned opened. The introducer dilator and sheath were returned with dried blood on them. No damage was observed on the returned sheath. The other components inside the insertion kit appeared to be unused. The sheath was measured and found to be dimensionally within specification. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. The evaluation of the returned sheath included dimensional and visual inspections. No abnormalities were found. An evaluation of the product was unable to duplicate the reported problem. The product met specifications. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion access was gained and the guide wire was inserted successfully, but the sheath could not be inserted. A new kit was utilized and the sheath was able to be inserted. The indication for use was coronary heart disease. There was no reported injury to the patient.